Event description:
The manufacturer received information alleging a ventilator would not operate on ac power. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power supply was replaced to address the issue.